Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finished goods' lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined. (B)(4).

Event description:
A doctor reported that during surgery, a vapor lock with the infusion was experienced, and bubbles got into the eye. There was no harm to the patient.